Event description:
It was reported the lia was tripped due to nonphysiologic sensing. There had been noise and wide fluctuations of rv pacing impedance in (B)(6) and (B)(6) 2010. On (B)(6)2010, the patient had experienced vf, was externally shocked, was then was asystolic, and was successfully resuscitated. Review of manufacturer's database revealed the patient died on (B)(6)2010. The physician "believes that the patient had a pe (pulmonary embolus), was in an emd (electromechanical dissociation) rhythm rather than vf." There is no allegation from the health care professional that the death was device related. The patient was not pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.